Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that after laser-assisted cataract surgery a capsular micro tear was noted at the 9-10 o'clock position, in the right eye. The intraocular lens was placed in the capsular bag, as planned. According to the surgeon the laser seems to be doing a 360 degree cut, but microscopically, there is a rent that is occuring with suboptimal result, during capsulorhexis.